Event description:
(B)(6) reported an incident that occurred in (B)(6) 2011 involving an icast stent. Details of the event are as follows: the intended target of the procedure was the right internal iliac vein. There was restenosis and a previous placed stent was present. The icast was being used to intervene. The procedure could not be completed and when removing the undeployed icast stent from the body, it was noted that the stent was no longer on the balloon through fluoroscopy. It was determined that the stent was in the right internal iliac vein per the physician. The decision was made by the physician to take no further action with the undeployed stent. The cath lab staff disagreed with the surgeon's decision to leave the stent in the vein. The hospital rep said the event was being reported to atrium per their internal procedures, not because they felt the device was at fault. A request for additional details regarding the case was made on (B)(4) 2012 at 8:30am. (B)(6), dir. Of the cath lab could provide no additional details regarding the case or the pt's status and recommended that the surgeon be contacted directly. The surgeon is no longer with the hospital. The surgeon was contacted on (B)(4) 2012 and gave the following description of the procedure: access to the internal iliac vein was made. At some point during the procedure, the stent dislodged in the internal iliac and it got 'stuck' in the vein. The physician said she felt there was more risk to the pt to attempt to remove the stent and made a decision to leave it in place. The physician has seen the pt at least 3 times since the surgery for another issue and stated the pt is "doing fine".

Manufacturer narrative:
The device was removed from the bio hazard bag. It was noted that the catheter shaft had been broken in to two pieces. There is no mention of the shaft breakage provided in the details of the complaint. The catheter shaft was separated approx 23cm from the proximal end of the balloon. The 7fr introducer sheath was also returned. The sheath was in very poor condition, as it had a rather large twist to it. The twist in the sheath was tight enough that the catheter would have not been able to be withdrawn back through the introducer. The tip of the introducer sheath was in good condition and showed no signs that the balloon had difficulty coming back into the introducer sheath. It is possible that the shaft of the catheter broke while the physician attempted to pull the catheter back through the twisted portion of the introducer sheath. It is unclear how the introducer sheath would have had such a tight twist in it. The details provided indicate that the physician attempted to pull the stent back through the introducer sheath. This is not recommended as the proximal end of the stent may catch the edge of the introducer sheath, thus dislodging the stent. The instructions for use provided with the catheter system also recommends not to attempt to pull the device back through the introducer sheath, but to pull the stent and sheath together out of the pt as a unit. The catheter system was inspected to verify that the product was properly crimped during mfg. When the product is crimped, the stent struts impart permanent imprints to the exterior of the balloon. When the device was examined the crimp marks were visible, which indicates that the stent was properly crimped onto the balloon. Atrium medical's quality control department inspects (B)(4) of each production lot produced to include passage of the device through a 7fr introducer to assess that the crimping process that the crimping process has properly secured the stent to the balloon. This test cannot be performed on (B)(4) of the production lot because the stent can be damaged if removed back through the sheath. A review of the production lot history data from quality control indicated successful passage of the lot qualification samples through a 7 french cordis introducer sheath. With no additional procedural details of the case, it is difficult to re-enact the exact conditions experienced during the clinical procedure and therefore determine root cause.